Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the front panel flashing, and the scorched inlet could not be identified. However, it¿s likely the cause of the front panel flashing is related to the aging of the filter turret. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the visera pro xenon light source front panel is flashing. During a standard service inspection of the customer returned device, scorched inlet was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, scorched inlet was noted. In addition, rattling due to wear of the light guide connector and front panel scratches were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.